Event description:
Boston scientific received information that this right atrial lead was displaying noise that lead to inappropriate atrial tachy response episodes. Boston scientific technical services discussed programming options with the field representative. It was indicated that a lead revision procedure was likely to occur at a later, unspecified date. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.